Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 42500606002, femur cemented posterior stabilized, lot # 62703315, catalog #: 42532007102, tibia cemented 5 degree stemmed, lot # 63040787, (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation; device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event; please see associated reports: 3007963827-2019-00008, 0002648920-2019-00021.

Event description:
It was reported that the patient fell at home in the shower and felt pain in their lower spine and right knee. No treatment was required.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and hence needs to be voided.